Event description:
It was reported to philips that the system c-arm rotation geometry movement was not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 7 m20 (722282) is not sold in the us. However, its similar device 722224 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was completed as planned by using another system. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse reviewed the log file which showed that the beam propeller axis version test had failed. The fse solved the issue by performing the geometry position and current adjustments. After the adjustments, the system was returned to use in good working order. The codes were updated based on the investigation outcome.